Event description:
It was reported that the patients stimulator was turned off and was unable to be turned back on. The patient was unable to adjust stimulation. It was stated that the ¿controller was not functioning right.¿ the ¿controller¿ would not ¿turn him on.¿ the patient had been seen 2 weeks prior and was told that the internal battery still had a couple years left. The patient was assisted to turn the programmer and then both stimulators on. It was unknown how the device got turned off as the patient does not turn it off. The possibility of electromagnetic interference was reviewed, but the patient was at a cabin. A router had just been installed and the patient wondered if that could be it. The correct batteries were being used in the programmer. See MFR 3004209178-2013-19764 for the report for the patients second device (bilateral).

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3389s-40, lot# v210498, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3389s-40, lot# v668795, implanted: 2011 (B)(6); product type lead product ID neu_ptm_prog; product type programmer, patient. (B)(4).